Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to communicate with external devices. The sjm representative interrogated the system. The patient's old charger was found to be inoperable. A replacement charger was able to communicate with the ipg. The ipg was successfully recharged.